Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ composix kugel (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel patch on (B)(6) 2003, bard mesh (bard flat mesh) on (B)(6) 2004 and bard/davol composix e/x on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against composix kugel patch and bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.